Event description:
Hcp reported an unidentified pt is paralyzed. A physician identified a catheter placed in the pt's spinal cord at approx t10, probably in the 4th ventricle. This was found via x-ray. Pt was admitted into the hosp. Hcp will not release pt or device info. A follow up report will be sent if additional info is obtained.